Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient involvement reported.

Manufacturer narrative:
The astral device internal battery was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. During evaluation of the device, a battery error message was identified. There was no patient involvement reported.